Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Event summary: it was reported that the patient had very dark urine: red blood cells and plasma-free-hemoglobin (pfh) was confirmed. Pfh was at 60, with a rising ldh of 2660. Three weeks prior the patient had a embolic cva converting into hemmoragic cva, ventricular tachycardia (vt), ventricular fibrillation (vt), subtherapeutic inr. A review of the log files revealed no unusual events recorded in the event history.

Manufacturer narrative:
The patient's previous admission for embolic cerebrovascular accident (cva) converting into hemorrhagic cva, ventricular tachycardia, ventricular fibrillation, and subtherapeutic international normalized ratio was reported under MFR# 2916596-2022-12725. Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding and elevated lactate dehydrogenase (ldh) could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event. However, no additional information was provided. The submitted log file captured intermittent pi events throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended and no other unusual alarms or events were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU, rev. C, lists bleeding and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 26feb2020. No further information was provided. The manufacturer is closing the file on this event.